Event description:
Additional information indicated that a revision procedure was not performed as there was no lead fracture. The device was reprogrammed to rv only. It was noted that the patient was seen in the clinic and indicated they feel great.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. The patient is pacer dependent and when lv only threshold tests were performed, the patient was lightheaded. It was noted that the patient was involved in an accident with air bags deployment and has not felt well since. The lead impedance measurements and sensing have been stable. Several months after the accident, the patient experienced a syncopal episode. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during routine device replacement, this left ventricular (lv) lead exhibited continued loss of capture (loc) at maximum outputs. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms was observed. The lead was surgically abandoned and the patient was downgraded to a dual chamber implantable cardioverter defibrillator (ICD).